Event description:
The customer reported an error message and video lost on monitor, indicating that the system would not display a fluoroscopic image. There is no report or injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no report of patient or staff injury was reported.